Event description:
It was reported that during a ptcra procedure, the tip of the rotablator floppy guidewire had stretched. The lesion being treated was a calcified, 90% stenotic lesion located in the mid left anterior descending coronary artery. The physician performed three ablations with a 1.5 mm burr, then exchanged it for a 1.75 mm burr and performed five more ablations. The physician then noticed that the radiopaque section of the wire was stretched to 60 mm. The physician carefully removed the guidewire and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.